Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had water leakage. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on results of investigation, the probable cause of the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.